Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a combi set blood leak occurred two hours and thirty minutes into a patient¿s hemodialysis (hd) treatment. Blood was observed leaking from the combi set where the heparin line connects to the product. The heparin line had partially separated from the tubing. There were no machine alarms. The patient was dialyzing on a fresenius 4008s v10 machine. The type of dialyzer being used was not provided. There was no leaking during the priming, and no defects were noted on the combi set during the pre-treatment inspection. The patient's estimated blood loss (ebl) was 200 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment; they were not re-setup. The sample was not available to be returned for evaluation as it was reportedly discarded. However, a photo of the device was provided for manufacturer review.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for manufacturer evaluation. However, a photo showing a close-up view of the failure was provided. A leak at the arterial line can be observed in the photo, but the exact location of the failure could not be traced. This type of failure can be attributed to an inadvertent omission from the operator by not following the work instruction and not applying solvent correctly in the components during the manufacturing process. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the provided information, the reported complaint was confirmed.

Event description:
It was reported to fresenius that a combi set blood leak occurred two hours and thirty minutes into a patient¿s hemodialysis (hd) treatment. Blood was observed leaking from the combi set where the heparin line connects to the product. The heparin line had partially separated from the tubing. There were no machine alarms. The patient was dialyzing on a fresenius 4008s v10 machine. The type of dialyzer being used was not provided. There was no leaking during the priming, and no defects were noted on the combi set during the pre-treatment inspection. The patient's estimated blood loss (ebl) was 200 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment; they were not re-setup. The sample was not available to be returned for evaluation as it was reportedly discarded. However, a photo of the device was provided for manufacturer review.